Event description:
It was reported that the head of 4.0 fixos screw broke off during removal from distal tibia. Remainder of screw was retained in patient. No adverse consequences were reported.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated. H3 other text : device disposition unknown.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that the head of 4.0 fixos screw broke off during removal from distal tibia. Remainder of screw was retained in patient. No adverse consequences were reported.